Event description:
On (B)(6) 2010, patient reported the down button on her infusion device is not working. Patient stated, she noticed it about 1 month ago. Patient reported, the infusion device had been dropped but is not cracked or damaged. Patient stated, she is currently using the standard bolus feature on the infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.